Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 278 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There was no button error alarm noted. The intermittent down and up arrow buttons were due to corroded keypad traces. The unit had minor scratched lcd window, cracked battery tube threads, belt clip slot, reservoir tube lip, case at display window corners and reservoir tube.